Event description:
It was reported that following some resistance between the microcatheter and guidewire (subject device), the physician noticed an unk material came out of the distal end of the microcatheter. The pt is reported to be fine. No further details have been disclosed at this time.